Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported system upstream occlusion which was not reproduced during evaluation. Upstream occlusion were verified through a review of the event history log. Visual inspection observed peeling ultrasonic teflon tape, which can cause upstream sensor related problems. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an upstream occlusion. There was no patient involvement. No additional information is available.